Manufacturer narrative:
It is now reported that the device was explanted on (B)(4) 2020 under a general anaesthetic. The infection was treated with an IV antibiotic. It is unknown if the patient was re-implanted with another device. This report is submitted on december 21, 2020.

Event description:
It is now reported that the device was explanted on (B)(6) 2020 under a general anaesthetic. The infection was treated with an IV antibiotic. It is unknown if the patient was re-implanted with another device.

Event description:
Per the clinic, the patient experienced an infection around the abutment site. The abutment was removed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.